Event description:
It was reported that during a distal radius open reduction internal fixation procedure, the surgeon was using a mini lengthening apparatus and the distracting mechanism bound up on itself and was very difficult to lengthen. When the surgeon attempted to tighten the clamp, the bolt snapped. The distractor was removed and the surgeon used another distractor to complete the procedure. This report is for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned in single parts for a manufacturing investigation and the locking bolt was broken off. The device was in use since 2007. The manufacturing record did not show any anomalies. The locking bolt broke off due to forcible use. This complaint is deemed invalid from a manufacturing standpoint. A product development event evaluation was also performed. The mini lengthening apparatus is designed with clamps that attach to the body of the device with 4mm straight thread bolt. The lower portion of the clamp is held on with a washer and nut locked onto the bolt. The combination of the three is designed correctly and can withstand the necessary forces to properly lock the clamp onto the appropriate sized schanz pins. Furthermore, the technique guide explains the proper way to tighten the bolts using the 7mm combination wrench. No other design factor could have contributed to the failure of the device. It is likely that the surgeon placed too much torque on the locking bolt which caused its failure, or used a schanz pin that was too large. Since it is impossible to know if this happened or the bolt was damaged in some other method, this complaint is deemed indeterminate from a design standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.